Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
A report was received that the patient had contacts and lead disconnection.

Manufacturer narrative:
Model number/catalog number: sc-2316-50, serial number: (B)(4), batch/lot number: 17767352, model/catalog description:infinion 16 lead kit 50 cm.

Event description:
A report was received that the patient had contacts and lead disconnection.